Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert was delivered for high defibrillation impedance on the right ventricular lead. The lead was replaced and additional information was requested but not received.